Manufacturer narrative:
Per evaluation from the manufacturer: during the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was dim light, not able to see. No procedure or patient involvement. No negative impact in state of health reported.